Event description:
Ref imp# (B)(4).

Manufacturer narrative:
Document review: amistem h cement less femoral stem size 5 std: ref. 01.18.135/lot 133953 (B)(4): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. From the data collected, there are no evidences that the event is device related.